Manufacturer narrative:
While it is unknown, if the device used in this case caused or contributed to the patient¿s symptoms. It is possible, as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response. And subsequent, exposure to the same material. Therefore, this event meets the criteria for reportability, per 21 cfr part 803. The device is available for evaluation. Though, has not been returned as of this report. Evaluation results will be submitted, as they become available.

Event description:
In this event, it is reported, that a patient experienced an allergic reaction from wearing a nightguard with essix a+ plastic, 040 x 5" petg vacuum square 100pk. Reportedly, they needed hospital care. Further information requested.

Manufacturer narrative:
DHR 11-18-2024: DHR for item# 10045 essix a+ plastic .040 x 5" petg vacuum square 100pk lot# 07904480 has been pulled, reviewed, and attached to this case. DHR review did not identify any issues during the cutting, sealing and packaging production order, with all inspections performed and deemed acceptable by the operator(s) and quality as per 0290-wi-7.5-50-03 and 0290-ip-7.5-50-05. The receiving documentation/quality inspection for item# a+040-lg lot# 228372 (large sheets used to cut/package item# 10045 lot# 07904480) has also been pulled and attached to this case. Receiving inspection did not identify any issues with receiving, with all inspections performed and deemed acceptable by quality as per 0290-ip-7.5-80-01. (Nwv). Retain: 11-18-2024: final product retains are not kept as per normal procedure, retains for item# 10045 lot# 07904480 which were bubbling testing results and a foil bag sealed with 2 sheets of plastic are kept for bubbling plastic investigations only, have already been discarded as per 0290-wi-8.2-07 which states retention samples must be maintained for a minimum of six months (produced 12-2023). (Nwv). Failure mode - allergic reaction. Root cause - no defect proven. Conclusion code - no failure found.